Manufacturer narrative:
Device not returned therefore unknown attachment.

Event description:
The sales rep reported that a piece of the device was stuck on a handpiece during testing.  There was no patient impact, no delay, no medical intervention, and no adverse consequences.